Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determined whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer called to report on (B)(6) 2013 her blood glucose and insulin history was as follows. She deactivated the pod and noticed a "small" kinked in the cannula.